Manufacturer narrative:
The insulin pump was received with an intermittent button response due to moisture damaged on the keypad. There was no button error alarm during testing. The unit had a minor scratched lcd window. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.